Event description:
It was reported that a patient presented with z-syndrome and capsular contracture syndrome. The lens was explanted and replaced with a different model lens. This event refers to the patient's left eye.

Manufacturer narrative:
The lens was not returned for evaluation. A retain sample from the same lot (7445513) was dimensional inspected and all dimensionally measurements were found to be within specifications. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined.